Manufacturer narrative:
The customer returned the suspect strips and the meter. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 205399-10) and the current master lot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned customer material and retention material complies with the specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported obtaining a 3.9 inr and a 2.4 inr immediately after the first test while using his coaguchek xs meter (serial number (B)(4)). It was stated that two of the battery contacts are corroded. He used separate fingersticks for the tests. It is unknown if the results were provided to the customer's medical provider. His therapeutic range is 2.0-3.0 inr. Information regarding any treatment or change in medication based on any of the results the customer described, was requested but not provided. There was no adverse event reported. The suspect product was requested to be returned and the replacement product was sent. During the review of the patient results in the download from the meter, two other sets of results were of note. The first one on (B)(6) 2016 was a comparison of 2.6 inr to 3.9 inr. The second set of results was 2.7 inr compared to 3.7 inr, taken on (B)(6) 2015. Information regarding the use of separate fingersticks for these tests was requested but not provided. The relevant retention test strips (lot 205399-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention material complies with the specification.